Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient was in a consultation with a healthcare provider (hcp) not related to dexcom, when he started to lose concentration, fell and lost consciousness for around 1 minute. The hcp called an ambulance and took a blood glucose reading of 53 mg/dl and the cgm 74 mg/dl. The hcp treated the patient with glucose gel and grape sugar. The patient regained consciousness and self-treated with bread. When the ambulance arrived, the patient had already recovered and went home on his own. At the time of the report the patient was feeling good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.